Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2018, and the patient was discharged home. "The patient returned to the emergency department 48 hours later when she became "unwell." A CT-scan confirmed a bowel perforation. She was taken for an exploratory laparotomy by the general surgeon. The uterus was found to have 2 circumferential areas of blanching in the fundal serosa. These areas were medial to the cornua regions, bilaterally. On the small bowel were 2 perforations associated with thermal changes. A subtotal hysterectomy was performed along with small bowel resection and enterostomy. Ms. Hanna theorized that "heat had spread from the hand-piece" through the uterus and to the bowel". It is unknown when the patient was discharged home.